Event description:
It was reported that during treatment of a wide neck aneurysm at internal carotid artery (ica), the subject device was selected for treatment. While deploying the most distal portion opposed well, but the mid portion was not opening, therefore, the subject stent was resheathed. During re-deployment, the proximal marker zone got detached and the subject stent was prematurely deployed during use. Thus, the entire set was pulled inside the aspiration catheter and removed. The subject device was replaced, and procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9. Product available to stryker: updated, d9. Returned to manufacturer on: updated, h3. Device evaluated by mfg: updated, h6. Method code grid: updated, h6. Results code grid: updated, h6. Conclusion code grid: updated, h11. Additional mfg narrative: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was seen to be deployed on its return. The mid and distal stent delivery wire (sdw) was kinked/bent. The subject stent was significantly deformed with frayed edges. The introducer sheath was not returned. Functional inspection was not performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device were catheter, microcatheter, and coils. There was patient involvement. The subject flow diverter stent was used for treating a wide neck aneurysm, location internal carotid artery (ica) supraclinoid. Later on, when the unsheathing was done, the proximal marker zone got detached, during the time of deployment procedure. In the physician¿s opinion the cause of the reported issue was the proximal attachment zone, or the proximal marker, where the subject fd is attached to delivery catheter got detached prematurely. The delivery catheter and pusher were purged with sterile saline and verified that fluid exited the end of the delivery catheter and pusher. The full resheathing was done once. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance between the delivery catheter and the pusher. There was no resistance encountered during navigation of the subject flow diverter device to the target lesion. There was no resistance during advancement of the stent delivery system through the patient¿s anatomy. The stent will be returned but not attached to sdw (stent delivery wire) as it got detached prematurely. The physician was able to deliver the flow diverter device to the target lesion with a fresh new microcatheter and a new fd device. There was no resistance encountered during the implant (stent) deployment. There was no high % stenosis proximal to the stent that would likely contribute to the inability to deploy the stent. After removal, the physician did not attempt to deploy the stent on the table (outside the pt. Body). The sdw was not broken fractured. The stent was removed. Product analysis found the subject stent was returned deployed. The mid and distal sdw were kinked/bent. The stent was significantly deformed with frayed edge. While the returned stent was deformed, it is most probable that either procedural or anatomical factors prevented the stent from opening during the procedure. An assignable cause of procedural factors will be assigned to the analyzed and reported defects ¿stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during use¿ and analyzed defects ¿stent deformed' and ¿sdw kinked/bent¿ be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during treatment of a wide neck aneurysm at internal carotid artery (ica), the subject device was selected for treatment. While deploying the most distal portion opposed well, but the mid portion was not opening, therefore, the subject stent was resheathed. During re-deployment, the proximal marker zone got detached and the subject stent was prematurely deployed during use. Thus, the entire set was pulled inside the aspiration catheter and removed. The subject device was replaced, and procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device were intermediate catheter, microcatheter, guidewire. Another microcatheter, and guidewire for coiling. There was patient involvement. The flow diverter stent was used for treating a wide neck aneurysm, location internal carotid artery (ica) supraclinoid. Later on when the unsheathing was done, the proximal marker zone got detached, during the time of deployment procedure. In the physician¿s opinion the cause of the reported issue was the proximal attachment zone, or the proximal marker, where the flow diverter is attached to delivery catheter got detached prematurely. The delivery catheter and pusher were purged with sterile saline and verified that fluid exited the end of the delivery catheter and pusher. The full resheathing was done once. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance between the delivery catheter and the pusher. There was no resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance during advancement of the stent delivery system through the patient¿s anatomy. The stent will be returned, but not attached to sdw (stent delivery wire) as it got detached prematurely. The physician was able to deliver the flow diverter device to the target lesion with a fresh new microcatheter and a new flow diverter (fd) device. There was no resistance encountered during the implant (stent) deployment. There was no high % stenosis proximal to the stent that would likely contribute to the inability to deploy the stent. After removal, the physician did not attempt to deploy the stent on the table (outside the pt. Body). The sdw was not broken fractured. The stent was removed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during use¿.

Event description:
It was reported that during treatment of a wide neck aneurysm at internal carotid artery (ica), the subject device was selected for treatment. While deploying the most distal portion opposed well, but the mid portion was not opening, therefore, the subject stent was resheathed. During re-deployment, the proximal marker zone got detached and the subject stent was prematurely deployed during use. Thus, the entire set was pulled inside the aspiration catheter and removed. The subject device was replaced, and procedure was completed successfully. No clinical consequences were reported to the patient due to this event.